Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the system pcb assembly. After replacing the system pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
Responding to cardiac arrest rescuers, delivered shocks at 200 joules and 300 joules, then attempted a third shock. At that point, the device failed to charge. Care was immediately continued with a lifepak 12 from a different responding unit. Malfunction did not cause or contribute to patient outcome. The reporter indicated that this opinion was based on the immediate availability of back up device.